Event description:
It was reported through the litigation process that a vena cava filter was deployed in conjunction with or before a bariatric procedure. Approximately one month post filter deployment, allegedly a computed tomography scan demonstrated the filter in a tilted position. Approximately one year three months post filter deployment, a detached filter limb was identified in the pulmonary artery. Approximately four years post filter deployment, chest x-ray demonstrated a second detached limb in the pulmonary artery. Approximately five years three months post filter deployment, three filter limbs perforated the cava wall. The filter and detached limbs have not been removed from the body, and there were no reported retrieval attempts. The patient was advised the filter cannot be removed as any intervention would cause the filter to disintegrate. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes post filter deployment, chest 2 views routine showed that the metallic wire foreign body density was detected, which was lodged within one of the pulmonary arterial segments, in the region of the right middle lobe. After two years and four months, chest 2 views routine showed that there were the presence of two individual curvilinear wire metallic foreign body densities projected in the region of the right middle lobe and right lower lobe, which were apparent on the prior exam and remain unchanged. Those wire structures were most likely reflected the fracture of inferior vena cava filter, with subsequent free flow of these metallic foreign bodies into the pulmonary arterial tree. These foreign body densities have been detected back to a chest x-ray. After one year and three months, computed tomography of abdomen without intravenous contrast showed that there was an inferior vena cava filter with at least 3 limbs seen outside the inferior vena cava. The caliber of the inferior vena cava superior to the filter was significantly small raising the suspicion of subhepatic inferior vena cava occlusion. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7,d4(expiry date: 07/2010) g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of morbid obesity was scheduled for vena cava filter placement prior to upcoming bariatric gastric bypass surgery. The right common femoral vein was accessed and an inferior vena cavogram demonstrated an unremarkable appearance of the vena cava and identified the renal veins at the level of l1-2. A removable inferior vena cava filter was then placed at the level of the lowest renal veins and confirmed by contrast injection. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt, perforation of the ivc wall, and detached filter limbs as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in conjunction with or before a bariatric procedure. Approximately one month post filter deployment, allegedly a CT scan demonstrated the filter in a tilted position. Approximately one year three months post filter deployment, a detached filter limb was identified in the pulmonary artery. Approximately four years post filter deployment, chest x-ray demonstrated a second detached limb in the pulmonary artery. Approximately five years three months post filter deployment, three filter limbs perforated the cava wall. The filter and detached limbs have not been removed from the body, and there were no reported retrieval attempts. The patient was advised the filter cannot be removed as any intervention would cause the filter to disintegrate. Based on a review of the medical records received, the patient with history of morbid obesity had a vena cava filter deployed at the level of the lowest renal vein. No additional information was provided in the medical records received.